Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. Covidien inspected the device and replaced the graphical user interface pcb. The ventilator passed all testing.